Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of glucose value graph was performed. All alarms presented were for glucose values below of the threshold range. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with unknown operating system. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness and was administered an unspecified injection as treatment by a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.